Event description:
An ave stent of unk model and size was inserted into a pt's arterial vasculature. The stent and delivery system were pulled back and the stent dislodged from the stent delivery system. The physician did not follow instructions for removal of an undeployed stent and pulled the stent into the guide catheter, resulting in dislodgement of the stent. Despite repeated attempts to get more information regarding this event, there is no further info available from the user facility or the physician.